Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension and two limb extensions on (B)(6) 2011. Upon follow up, computed tomography (CT) showed an unknown endoleak, sac growth, as well as an iliac aneurysm. Physician elected to implant a suprarenal aortic extension to resolve the endoleak. The patient is in stable condition.

Manufacturer narrative:
The clinical evaluation confirmed the proximal endoleak and a type 3a endoleak with stent migration and component separation. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Devices remain implanted in the patient and were not returned for evaluation. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include; off label use, patient anatomy and a non endologix stent implanted. These types of events will be monitored and trended as part of the quality system.